Event description:
The nurse reported an occlusion alarm occurred during phaco. A corneal burn and a posterior capsule tear were reported. Additional info received, stated the corneal burn occurred during the sculpt mode. The surgeon switched out the phaco handpiece in order to complete the case. The surgeon does use the two-handed technique, a 2.75 mm slit knife was used, and a 45 degree 0.9 mm infusion sleeve was used. The surgeon confirmed that a posterior capsule tear occurred during phaco. He stated that this pt is very old and sickly and, the crystalline lens was hypermature. The pt also has a severe tremor and, they had to put the pt to sleep in order to finish the case. The surgeon stated that they switched out the phaco tip, handpiece and other consumables, because the tip would not cut the nucleus. The posterior capsule tear occurred prior to putting the pt to sleep. The surgeon stated that the corneal burn required a few stitches, but will not have lasting consequences. The surgeon also stated that neither the corneal burn nor the posterior capsule tear are attributable to any alcon product. He said that he has used the system, accessories, and consumables since without any problems. The pt outcome was good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the occlusion alarm problem. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.